Event description:
It was reported that the trek rx balloon was delivered into the non-abbott guiding catheter and during trapper technique, keeping the trek balloon in the guiding catheter, the trek balloon was inflated inside the guiding catheter. It is unknown whether the non-abbott guide wire was inside the guide wire lumen at this point in the procedure. After one successful inflation at 8 atmospheres (atm), the trek balloon was retracted. The non-abbott guide wire was delivered into the anatomy and the trek balloon was attempted to be delivered again. However, outside the anatomy, resistance was encountered between the guide wire and the trek balloon. During the attempt to advance the trek balloon, the guide wire protruded from the mid part of the balloon. Therefore, the balloon was exchanged for a new one and the procedure was proceeded. There was no reported adverse patient effect. There was no reported clinically significant delay of procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The resistance with guide wire was confirmed due to the kinks and punctured guide wire lumen. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.